Manufacturer narrative:
D10 concomitant product: scba, battery scba (serial#unknown); scgaa, reusable generator a scgaa (serial# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure involving the device, around 1 hour, the clamp stopped working, began flashing a red light, and emitted a different warning sound. The device was disassembled and reassembled, but the error persisted. As the surgery was nearing completion, the procedure continued without using the device. No part of the dissector broke. A new dissector was used and it worked fine. No patient complications have been reported as a result of this event. Medtronic's initial evaluation of the incident device found that the dissector had a damaged waveguide. The tip of the waveguide was broken off and not returned.